Event description:
Additional information from the patient physician was received. The patient had been seen in the office on (B)(6) 2012. The patient was feeling stimulation in her vagina and the device was adjusted. The patient's "episodes" were down from 20 to 7 per day. Impedances were checked (not given) and the patient programmer was reviewed with the patient. There was no mention of shocking.

Event description:
It was reported that the patient experienced a shocking sensation during transcutaneous electrical nerve stimulation therapy (tens). The tens therapy was performed to address a sciatic nerve injury suffered in a car accident. Additional information was requested but was not received at the time of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3093-28, lot# v662981, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).